Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified baxter access set would not flow. During an infusion of norepinephrine used with a spectrum infusion pump, reportedly became occluded. The patient's mean arterial pressure (map) decreased to the 30's and the patient¿s heart rate (hr) decreased to 40's beats per minute. It was stated the medical staff needed to increase the drip rate to stabilize the patient¿s vitals. No further information was available at the time of this report.